Manufacturer narrative:
E1 initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm for about 10 seconds. The device was removed without any problem using the normal method. There were no patient complications, and the patient condition was good post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. Based on the event description, it is most likely an interaction occurred between the balloon and the patients anatomy that contributed to the reported event. The patients anatomy was a mildly tortuous, mildly calcified and 75% stenosed lesion. These anatomical features most likely contributed to the balloon material rupture.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm for about 10 seconds. The device was removed without any problem using the normal method. There were no patient complications, and the patient condition was good post procedure.